Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic record from the event and was able to confirm that the device lost power; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. Medical personnel were able to power the device on and use it for the remainder of the event without further discrepancies reported.   There were no adverse effects to the patient as a result of the reported issue.   Physio-control has made multiple attempts to contact the customer in order to obtain additional details about both the patient and the event; however, no response has been received.